Manufacturer narrative:
Evaluation revealed the targeting arm tns t2 tibia to be the subject product. No further associated products were reported. A review of the device history records for the reported lag screwdriver revealed no discrepancies; the device was documented faultless prior to distribution. During investigation, no design or manufacturing related issues were found, and as the device had been in use for approx. 12 years (manufactured in 2005), we pre-suppose that it had fulfilled its tasks in former surgeries as intended. The returned targeting arm tns t2 tibia shows several signs of usage. The adhesive binding is loose at both glued edge joints of the right outer portion of the device. In this area the connection has play i.e. Wobbles slightly. Further damages were not found. The right portion of the targeting arm was slightly loose. From the information available the cause for the loosening of the adhesive binding of the targeting arm could not be determined exactly. Evaluation revealed that the loosening was most likely linked to normal wear and tear caused, among others, by a high number of sterilization cycles, contributed by the design of the connection (pins + adhesive). According to the labelling review, sufficient guidelines are provided in the instruction for use that all instruments shall be handled with care and shall be checked prior and during every surgery regarding its correct connection and functionality. Recommended sterilization methods are also listed. Under the special comments for application, it is clearly instructed that instruments should always be treated carefully to avoid surface damage or alterations to the geometry and that the design of the instrument must not be modified in any way. Stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. A pre-damaging of the instrument in prior surgeries could not be excluded. Malfunction is usually found during functional check prior to use, which is required as per IFU. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Target device is loose.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Target device is loose.